Manufacturer narrative:
The patient was given 2 units of blood and eventually came off of bypass without further issues. Customer also reported difficulty with obtaining the expected temperature reading from the inspire temperature port, however this is most likely related to the temperature probe used. As per pts drawing, inlet and outlet connections to inspire 8 m oxygenator #(B)(4) are left to the customer. On inspire IFU, it is reported that ¿all connections must be secured by means of tie straps¿ and according to event description and from follow-up communication, it appears that user tie-banded the lines only after their disconnection. Analysis of complaints database revealed that no other similar case was notified for batch concerned, nor for this pts pn, neither concerning trend has been identified. Part was available for return and was requested for investigation. Inspire oxygenator was received with short pieces of inlet and outlet lines connected to its ports. At first visual inspection, a pair of tie bands were found in each the inlet and outlet port of the oxygenator. Inspection of the tie bands found that both sets could freely rotate with minimal force and could easily be manipulated. Based on the above, considering that complained connections are not performed in livanova manufacturing, the most likely root cause of the event was an improper connection assembled by customer at their facility. No other action is deemed necessary. The risk is in the acceptable region. Livanova maintains and documents periodic customer events monitoring process to evaluate actions for products improvement. Livanova will keep monitoring the market.

Event description:
Livanova USA received a report that, prior to the initiation of bypass, perfusionist connected the oxygenator to a competitor heater cooler and received an error code that indicated an issue with flow. He checked but the valve was open. After turning off and on, and trying a few other things the error went away and he was able to start the bypass. He noticed difficulty with obtaining the expected temperature reading from the inspire temp ports despite the water temperature being high. After being on bypass for a period of time, the blood inlet to the oxygenator fell off. The perfusionist reattached and tie-banded the connection. A while later, the blood outlet line of the oxygenator also fell off. He reattached and tie-banded. The patient was given 2 units of blood and eventually came off of bypass without any further issues. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H.10. Livanova manufactures the smart perfusion pack. The incident occurred in USA. The involved device has been requested for return to livanova for investigation. Investigation is on going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that the customer inspected its heater cooler (competitor) and there was no issue. The same heater cooler in fact had no issue in another surgery case. In addition, the customer did not notice if pressure was higher than usual and confirmed that the inlet and outlets of the oxygenator were correct. He did not tie-band the connections. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.